Event description:
A german distributor contacted zoll customer support to report that monitor sn (B)(4) was showing adjust belt messages with multiple electrode belts.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation the monitor could not be baselined. The baseline failure was caused by a loose white wire on the pca auxiliary board. The root cause of the loose wire could not be positively identified but was likely from the monitor being dropped on a hard surface. No adverse event resulted from the loose wire.